Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "the dr. Had asked a 10 mm poly and rep open 12 mm poly by mistake and he tried to implant and the rep noticed it was a 12 mm and told the dr. So he asked for the 10 mm and then implanted the 10 mm."